Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that recently tried to use a inline filter but the pump alarmed and would not continue. Customer replied they are not intending to proceed with this pr as a complaint, and only a request for information on product.